Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-23 the representative further reported that the type of baclofen was lioresal and the pump was interrogated after the MRI. However, "na" was reported in regards to the reason for the MRI, results of tests performed, interventions required, cause/allegations towards the implanted system, error codes observed with the interrogation, hospitalization, and diagnosis for use of the device.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in (B)(6) who was receiving baclofen via an implantable pump. The type, concentration, dose and lot number were reported as unknown. It was reported the patient had a sudden change in therapy/symptoms on (B)(6) 2016.. Magnetic resonance imaging (MRI) was done on (B)(6) 2016 and within minutes of MRI completion the patient became unresponsive. Tests were being done to rule out other issues including stroke and aside from the pump. The patient was flaccid and had pin point pupils. The emergency procedure for emptying the pump was faxed to the hcp. . (B)(6) 2016 e1a (for, rep) document contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.